Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the customer sought information around the medication infusion details and whether there was any time where the medications were not infusing. Review of the device logs identified instances of occluded patient side alarms, but there were no indications of device malfunctions or interruptions that could have caused or contributed to the patient¿s condition. Interruptions in infusion were not observed or during device testing. Inspection and testing of the suspect pump modules and pcu did not find any existing malfunctions. The suspect pump modules were infusing within specifications. The pcu passed preventative maintenance testing and was operating as intended. Review of the suspect pcu battery logs did not show any events or malfunctions that could have contributed to the reported incident. There were no instances of the system powering off during the reported incident time. The initial infusion programming of norepinephrine (drugid = 308), at a concentration of 4 mg / 250 ml, was recorded on 7feb2025 at 1:13 pm on the suspect pump module sn (B)(6). The infusion rate was set at 41.25 ml, the volume to be infused (vtbi) was 100 ml. A basic infusion was programmed on (B)(6) 2025 at 3:13 pm on the suspect pump module sn (B)(6) at a rate of 100 ml/hr and a vtbi of 950 ml. A third pump module (sn (B)(6), not received) was identified to be in use during the reported incident time. A basic infusion was programmed and started on (B)(6) 2025 at 1:47 pm, with a rate of 999 ml/hr and a vtbi of 950 ml. At 2:40 pm, the concomitant pump module sn (B)(6) was channeled off. Then at 2:59 pm an infusion for the drug ceftriaxone (drugid = 131), at a concentration of 1000 mg / 50 ml, was programmed and started. The infusion rate was 100 ml/hr and the vtbi was 50 ml. The dose for the infusion of norepinephrine on the pump module sn (B)(6) was changed to 0.4 mcg/kg/hr at 3:18 pm and then changed again to 0.22 mcg/kg/hr at 3:20 pm. The dose was changed to 0.25 mcg/kg/hr at 4:28 pm. An air-in-line alarm was observed on the concomitant pump module sn (B)(6), lasting 2 minutes before the unit was channeled off. The total volume infused (tvi) was 902.015 ml. Five (5) occluded patient side alarms were observed between 1:13 pm and 4:27 pm on the pump module sn (B)(6). The alarm at 2:00 pm lasted 8 minutes before the infusion was restarted. Then, at 3:15 pm, the alarm lasted 2 minutes and 48 seconds before the infusion was resumed. The suspect pump module sn (B)(6) was channeled off at 3:46 pm, but was then powered on again at 4:24 pm and an infusion of norepinephrine at a dose of 0.22 mcg/kg/hr and a vtbi of 200 ml was programmed and started at 4:26 pm. The suspect pump module sn (B)(6) was channeled off at 4:29 pm. The tvi was recorded at 101.491 ml. The suspect pump module sn (B)(6) was channeled off at 4:30 pm. The tvi was recorded at 127.003 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported interruption of infusions is due to the user powering off the pump modules. It was noted that the suspect pump modules sn (B)(6) and sn (B)(6) were powered off on (B)(6) 2025 at 4:29 pm and 4:30 pm, respectively. The concomitant pump module sn (B)(6) was powered off at 3:28 pm. No functionality issues or anomalies were observed with the devices that would contribute to the reported event. The returned pump modules were found to be infusing within specification. Note that this report lists imdrf annex a1801, g04037, c0601 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was initially reported a request to review the device logs for (B)(6) 2025 between the hours of 1320 and 1640. No further information was provided at the time. Bd received additional information through due diligence attempts. It was reported that the patient was transported from emergency department (ed) to radiology for approximately 15 minutes. Levophed and bicarb was infusing via pump at the time. Upon return to the ed, the pump was found "not infusing." Per report, the patient died and had a dnr (do not resuscitate) code status "with family decision of no further care." When asked if the device caused or contributed to the death, the hospital's patient safety manager rn stated that "clarifying the concern is if the pump shut down during the infusion potentially due to battery life as it was unplugged, was the pump continuously infusing and the display was not visible. Really just seeking if the pump was continuously infusing or not and if not, why?...the pump nor the infusion(s) led nor contributed to the demise of the patient. We are reviewing for process failures including team member handoff in communication." The customer is requesting the manufacturer to review the logs, specifically identifying "the medication infusion details of ml/hr. And if there was any time, the medications were not infusing as we are reviewing for our investigation of processes. The patient was a dnr, with family presenting the dnr document upon their arrival to the ed. "

Event description:
It was initially reported a request to review the device logs for (B)(6) 2025 between the hours of 1320 and 1640. No further information was provided at the time. Bd received additional information through due diligence attempts. It was reported that the patient was transported from emergency department (ed) to radiology for approximately 15 minutes. Levophed and bicarb was infusing via pump at the time. Upon return to the ed, the pump was found "not infusing." Per report, the patient died and had a dnr (do not resuscitate) code status "with family decision of no further care." When asked if the device caused or contributed to the death, the hospital's patient safety manager rn stated that "clarifying the concern is if the pump shut down during the infusion potentially due to battery life as it was unplugged, was the pump continuously infusing and the display was not visible. Really just seeking if the pump was continuously infusing or not and if not, why? The pump nor the infusion(s) led nor contributed to the demise of the patient. We are reviewing for process failures including team member handoff in communication." The customer is requesting the manufacturer to review the logs, specifically identifying "the medication infusion details of ml/hr. And if there was any time, the medications were not infusing as we are reviewing for our investigation of processes. The patient was a dnr, with family presenting the dnr document upon their arrival to the ed. "

Manufacturer narrative:
The actual date of death is unknown. Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.